Event description:
It was reported that during the transverse colectomy procedure a device was used to staple the common ostomy of the anastomosis. After opening the jaws, the staple line was stuck to the blue gst45b reload and in the process of removing the stapler, the staple line ripped and the anastomosis bled. Suture was used to repair the defect. Since stapling was still required, the ech45s was discarded and open staplers were used to complete the case. It was claimed the issue with the ech45s was on the first firing of the stapler. The procedure was completed successfully with no patient harm. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 5/16/2023 d4: batch # unk additional information was requested, and the following was obtained: did the patient¿s tissue seem stickier than usual? No. Is there an alleged deficiency with the device that led to the complications experienced? Yes. A deficiency that resulted in tissue adhering to the device that resulted in the anastomosis bleeding. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.